Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. A manufacturing record evaluation was performed for the finished device [u2004090] number, and no non-conformances were identified. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. UDI: (B)(4) .

Event description:
It was reported via complaint submission tool that during an arthroscopic shoulder stabiliz a vapr coolpulse 90 electrode, 90° suction w/integrated handpiece was plugged-in the vapr vue generator. The suction was out-of-order/ did not work/ blocked, before the electrode was in-situ. They opened a new electrode to complete procedure with a surgical delay of 10 minutes. No patient consequences reported.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during an arthroscopic shoulder stabiliz a vapr coolpulse 90 electrode, 90° suction w/integrated handpiece was plugged-in the vapr vue generator. The suction was out-of-order/did not work/blocked before the electrode was in-situ. 6 devices were received in the original package and are sealed, and 1 device was received in the original package and its opened; there not visual damages were observed. Also, 1 box was received opened and stained but without the device inside, the package was damage. Due to the failure reported is related to suction, the device was sent to supplier for further evaluation. Supplier evaluation result for vapr coolpulse90 electrode: seven devices were returned as part of the complaint. All devices were returned in the original packaging, with only one device being received open. The opened device cable was still taped. No obvious signs of activation, although a portion of active tip is discolored. Staining visible on inside of suction tube, insertion of a wire removed debris. Supplier summary: the customer claimed the suction was out-of-order/did not work/blocked. A total of seven devices were returned for review, all with the same lot number. Six of these devices were in the sealed original packaging. The remaining device was returned in opened original packaging; this device showed no evidence of surgical use. The suction path on three out of the seven devices were found to be blocked. All the blockages were within the active suction tube and at the proximal end. The blockages are deemed to be caused by uv glue migrating into the suction tube. From our investigation we were able to confirm the reported suction failure with three of the seven returned devices. The complaint failure mode was confirmed as uv glue within the active suction tube has been investigated under a CAPA. These blockages were identified as uv glue migrating to these areas due to the uv glue not being cured enough to prevent movement to the suction path. The curing process would then be fully achieved with the application of radiation at the sterilizer. Further investigation into this failure is being conducted under a CAPA with process improvements, root cause analysis and identify a corrective and/or preventive action plan under review. A DHR review has been performed; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Therefore based on a review of the product DHR & ra no containment or correction action related to this individual complaint is required. At this point in time, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.